Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient broke out in hives following the surgery.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 54840017555, #54840017550, #5440430, #1475005045, and #1475005040. (B)(4) . Add'l 510 k#s: 54840017555 and 54840017550, 510k k091974; 5440430, 510k k102555; 1475005045 and 1475005040 k102807. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.